Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report updated as- the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section describe event or problem, product brand name, model number, catalog item identifier, (device) problem code grid, remedial action initiated, recall (z) number have been updated/corrected.

Manufacturer narrative:
The manufacturer received information alleging visualization of particles. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation,the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacture service centre. There was no error code found. The manufacture service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.